Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust belt¿/¿check therapy pad¿ messages) was confirmed due to the electrode belt's dome pin being broken, causing the ecgs to be non-functional. The root cause for the broken dome pin could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" and "adjust belt" messages.